Event description:
Under surgical procedure, the bard broviac catheter was opened and placed in patient. There was difficulty flushing and unable to get adequate flush. The device was removed from the patient and replaced with a new catheter. The catheter was saved and sent to biomed labeled defective.